Event description:
Patient's wife contacted dexcom technical support on (B)(4) 2015, reporting that the patient had passed away. Several attempts were made to gather additional information. The exact date of death is unknown. The cause of death was reported from the wife as natural causes. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device and/or data was not provided for evaluation. There was no malfunction alleged against the device. It should be noted that diabetes is a known cause of death. However, a definitive root cause cannot be determined for the reported patient death.